Manufacturer narrative:
Describe event or problem, catalog/model #, device lot number, device expiration date, device manufactured date, patient codes: updated. Manufacturer name corrected from boston scientific - (B)(4) to boston scientific - (B)(4). Upn corrected from (B)(4) to (B)(4). (B)(4).

Event description:
It was further reported that cardiac tamponade occurred. The pericardial effusion occurred after deployment of the 24 mm device. The patient was stable throughout the procedure.

Manufacturer narrative:
Initial reporter phone updated (B)(6). (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10521. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and 24mm watchman ® laa closure device & delivery system (wds) were used. The wds was advanced through the was and the closure device was deployed. The patient¿s systolic blood pressure dropped down to 50 and a pericardial effusion was noticed on echocardiogram. The physician checked and all of the release criteria were met, so the closure device was released. They closed the groin access site and began the pericardiocentesis. The patient¿s blood pressure immediately went back up to normal levels as 400ml of blood was drawn from the patient. The patient was transferred to the intensive care unit for observation.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10521. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and 24mm watchman ® laa closure device & delivery system (wds) were used. The wds was advanced through the was and the closure device was deployed. The patient¿s systolic blood pressure dropped down to 50 and a pericardial effusion was noticed on echocardiogram. The physician checked and all of the release criteria were met, so the closure device was released. They closed the groin access site and began the pericardiocentesis. The patient¿s blood pressure immediately went back up to normal levels as 400ml of blood was drawn from the patient. The patient was transferred to the intensive care unit for observation.